Event description:
It was reported that the controller screen turned on and was charged, but wouldn't connect to the implantable neurostimulator (ins) wirelessly or charge the ins. The patient (pt) said this started last week and worked intermittently at first, but had gotten worse and wouldn't connect at all now. They said at first if they didn't move rtm cord at all it would connect but now wouldn't connect at all, even wirelessly. The pt said they haven't lost or gained any weight, and have tried resetting controller which didn't resolve the issue. Pt said the pins in the port of the controller looked intact and they didn't hear any rattling inside the controller. The issue was not resolved. No symptoms were reported. A replacement controller was sent out. Additional information was received from the pt. Pt reported that "this thing is the biggest pain in the butt ever", and the controller that they received did not resolve the recharging issue that is occurring. Pt clarified that they cannot charge the ins. Pt can barely breath and it can't find the device. Pt must take the recharger (rtm) and put it on the rtm paddle to get connected. Pt reported having multiple programmers replaced in the past. A replacement rtm was requested. Further information was from patient, patient called stated he received the recharger (rtm) and he is still having the same issue with recharging the ins, they cannot move and screen will say can't find device. Ps confirmed patient did not have a fall or trauma. Patient stated you can see the ins on his body because he is not a big person and he did not gain weight. Ps reviewed device function and if the ins have moved or shift in the body can affect how ins is connecting to the externaldevices. Ps recommend patient consult with hcp ofc for next steps. The reason for call was the caller indicated that the patient is having recharging issues and they have been occurring since july 2022 (event and notify date taken from rtg0333009). Prior to calling the rep interrogated the ins with clinician tablet which showed that the ins battery was too lowto start a session. The patient claimed to have charged yesterday. The caller reported that the patient controller shows the no device found message when they try to start a session. They started a passive charging session and when the patient moved controller directly over the ins it started charging normally. The caller indicated that the ins battery showed a green indicator but they did not know what percentage the ins battery was at. During the call, the caller used a second controller with the patient's recharger and controller battery. The caller tried to connect to the ins and got the no device found message. The caller stated a passive charging session and indicated that the numbers on the screen were changing as expected, higher when the recharger was near the ins and lower when the recharger was moved away. The issue was not resolved through troubleshooting. The caller is going to continue charging with the patient. Additional information was received from the rep. It was reported that it seems as though the ins is tilted, and they will be seeing their doctor in early december if the ins is tiled. Additional information was received from the rep. The healthcare provider thinks the ins may be tilted and will likely revise the ins but no date yet. He said he may replace the ins as well. Surgery will be scheduled after the new year. He is considering moving the leads as well to get more coverage in the back of his head.

Manufacturer narrative:
Concomitant medical products:¿ product ID 97745 lot# serial# (B)(4). Implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(4). Implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97755, serial# (B)(6), product type recharger product ID 3708140, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type extension product ID 3708140, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type extension h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting called back and reports that pt had ins and leads/extensions removed today. Mdt rep reports that hcp had placed ins for occipital stimulation to improve symptoms from previous spinal cord injury and/or stroke. Mdt rep reports that ins did not provide particularly effective therapy for the pt, and mixed with the recharging issues, elected to remove the ins and take a different approach for treatment. Mdt rep reports that ins will be sent to return product analysis. The device was received on 2023-02-28.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6) found that the antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code d16 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: coding updated, d16 applied. H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the antenna coil was electrically open. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.